Manufacturer narrative:
Unit unable to communicated with blood glucose meter due to faulty interface board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump has no communication between blood glucose meter and insulin pump. Customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.